Event description:
It was reported that the patient faced occlusion issues on (B)(6) 2026. It was stated that the cannulas were frequently becoming occluded and need replacements as the infusion sites tend to swell more quickly.

Manufacturer narrative:
Establishment name: ypsomed ag. Street(B)(6). City:(B)(6). Country:(B)(6). Postal code:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.